Event description:
On (B)(6) 2010, patient reported blood glucose has been in the 500-600 mg/dl range since (B)(6) 2010. Blood glucose was 285 mg/dl the morning of troubleshooting call. Patient bolused through infusion device but this did not lower her blood glucose. Patient has felt "odd" and was not eating a lot. Target blood glucose is 90-130 mg/dl. Patient disconnected the infusion device and performed a prime. Insulin did not drip from the infusion tubing. Patient changed "everything" and primed, and insulin did not come out of the new infusion tubing. Patient does not believe infusion device is delivering insulin correctly. No errors were received on infusion device. There were no air bubbles, blood, or leaking in the system. Time and basal rates are set correctly. Infusion device has not been dropped, cracked, or exposed to moisture or humidity. Patient changes infusion set every 3 days. Patient does not reuse insulin cartridges and is using correct type of battery. Adapter has never been changed. Advised on manufacturer recommendations for adapter. Patient switched to backup infusion device to complete troubleshooting. Follow-up was completed. Blood glucose regulated after starting backup infusion device and is currently back to normal range. Primary infusion device was replaced and requested for evaluation. Complimentary adapters were sent. The patient did not require treatment from a health care professional or second party to address the issue.